Event description:
Caller reported blood glucose results of 294 mg/dl and 137 mg/dl on the aviva system within 10 minutes. Customer says did not wash her hands after eating cherries right before the 294 mg/dl result. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.